Manufacturer narrative:
E1 initial reporter phone: (B)(6). Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this 8.0-21 carotid wallstent was received with the stent partially deployed from the delivery system, and the stent was noted to be damaged. A visual and tactile examination identified an outer sheath kink approximately 180mm proximal from the distal tip. The outer sheath kink would prevent the device from been advanced through the introducer sheath.

Event description:
It was reported that the device prematurely deployed. This 8.0-21 carotid wallstent was selected for use during a carotid percutaneous transluminal angioplasty procedure. During the procedure, the carotid wallstent was flushed as usual, and when the stent was guided through the valve of the sheath, it became difficult to move. The device was removed, and the outer catheter was observed to be retracted, exposing and damaging the end of the stent. The procedure was completed with a new stent and there were no patient complications.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that the device prematurely deployed. This 8.0-21 carotid wallstent was selected for use during a carotid percutaneous transluminal angioplasty procedure. During the procedure, the carotid wallstent was flushed as usual, and when the stent was guided through the valve of the sheath, it became difficult to move. The device was removed, and the outer catheter was observed to be retracted, exposing and damaging the end of the stent. The procedure was completed with a new stent and there were no patient complications.